Manufacturer narrative:
The device remains implanted. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for mitral stenosis and patient death. It was reported that this was a mitraclip procedure, performed on (B)(6) 2017, treating functional mitral regurgitation (mr) with a grade of 3+. Two clips were implanted and mr was reduced to grade 2+. On (B)(6) 2019, an echocardiogram was performed and mr was noted to be 1+. Both clips were noted to be attached to both leaflets. However, the mean pressure gradient was noted to be 7mmhg. No additional intervention was performed. On (B)(6) 2020, the patient was found dead at home. No intervention was performed. Cause of death was unknown; however, autopsy results are pending. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definite cause for the reported mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2, h1: downgraded from death report to a serious injury report as the death was deemed unrelated to the device. H6: patient code 1802 removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: per the study physician, the patient death was unrelated to the study device or study procedure. No additional information provided.